Event description:
It was reported that the patient was being discharged from the hospital. The reason for the hospitalization is unknown. The patient was stated to have an unknown issue with the vns device. No additional relevant information has been received to date.